Manufacturer narrative:
The following report fields have been updated due to additional information received: b5 investigation is underway.

Event description:
Additional information/clarification was received from the facility. A valve in valve was not performed. Before the implant of a 26 mm sapien 3 valve by tf approach in aortic position, the first valve was prepared, crimped but not implanted due to patient complication. It took more than one hour to get the patient stable so the doctors decided to open and prepare a new valve which was successfully implanted. Reportedly, the patient died a few days later not related with the valve implant. The cause of death is unknown at this time.

Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2017-00525. Additional information obtained stated that the doctor has confirmed that before introducing any edwards device, just the wire, the patient became unstable (wire was interfering with the mitral chordae) leading to a cardiac arrest, this event required extended period of CPR until they provided cpb support. As the valve was already crimped (more than one hour) they didn´t want to use it and decided to use another kit. They realized that the patient had neurological problems due to the extended period of CPR; they have disassociated the event from the edwards devices as they reported that the neurological injury had already occurred before the implant of edwards valve. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Additional information has been requested. Investigation is underway.

Event description:
As reported by an affiliate in (B)(6), in the implant of a 26 mm sapien 3 valve by tf approach in aortic position, a valve in valve was performed. The cause of the valve in valve is unknown at this time.